Event description:
Complainant alleged that during biomed testing and routine preventive maintenance of the device, the measured energy values for both defibrillator and pacer output energy into analyzing equipment was out of tolerance for the selected values. The complainant indicated that there was no patient involvement in the reported malfunction.